Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Two unknown biomet implants were returned for investigation. Visual inspection of the as returned product identified excessive bone and debris along with damage due to the removal process and fracture at the top of implants. Device history record (DHR) review and complaint history review could not be performed, as the lot numbers associated with the reported products are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. No complaint history review could be performed without relevant lot and item information. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Event description:
There was no peri-implantitis.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Brand name unknown / not provided. Additional device information unknown / not provided. Premarket identification PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided

Event description:
It was reported that the implants were removed because they were fractured and peri-implantitis on the sites. Symptoms as a result of the event: pain and inflammation.